Event description:
The surgeon stated that the potential had a vision of 20/25 post-op with the aq2003v 3 piece silicone lens. The pt, however had constantly complained that his vision was not as good despite the fact that no irregularity was noted on the lens during several post-op visits. In 2005, the surgeon decided to perform a yag capsulotomy. Pt then started complaining of glares. One month later, during a follow-up visit, the surgeon observed what he though was either a matal piece embedded in the lens or a pit from the yag. The surgeon then explanted the lens 5 days later due to complaints of glare. The surgeon then observed the lens after explantation and believes that the lens contained a pit from the yag rather than a metal piece.